Event description:
It was reported that this right ventricular (rv) lead appears to exhibit a high shock lead impedance greater than 125 ohms. Technical services (ts) was consulted, and no information has been provided at this time. The rv lead and ICD device remain in service. No adverse patient effects were reported.